Event description:
During an in-clinic follow up, noise resulting in oversensing was observed on the right ventricular (rv) lead. No intervention has been performed. The patient was stable and will continue to be monitored.